Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 20ml syringe luer slip was cracked and white particles were found. The following was reported, "we received a disposable syringe unit with 20ml slip nozzle with crack, and the packaging was not tampered with. Telephone contact made on 02/20/2019 at 8:52 am, customer informed that the complaint is referring to lot 8057743, had not informed in the email, only the catalog. He reported that the crack found is near the tip of the syringe and that white particles are found. It was also reported that the product was not used, not was there any injury to the patient or health professional, there was no need for medical intervention and no exposure to blood or chemotherapeutic.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel damaged. The potential cause for the occurrence is a jam on printing machine entrance, which caused the barrel damage at the syringe. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that a bd plastipak¿ 20ml syringe luer slip was cracked and white particles were found. The following was reported, "we received a disposable syringe unit with 20ml slip nozzle with crack, and the packaging was not tampered with. Telephone contact made on 02/20/2019 at 8:52 am, customer informed that the complaint is referring to lot 8057743, had not informed in the email, only the catalog. He reported that the crack found is near the tip of the syringe and that white particles are found. It was also reported that the product was not used, not was there any injury to the patient or health professional, there was no need for medical intervention and no exposure to blood or chemotherapeutic.